Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced shortness of breath which got worse after the leadless implantable pulse generator (ipg) was reprogrammed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.